Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30912619l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by the bwi representative that during the case the patient developed a pericardial effusion which was confirmed via intra-cardiac echo. A pericardiocentesis was done and around 200 ml of fluid was removed. The patient was stable. The drain stayed in place. The patient did not require surgical repair. The patient stayed overnight for observation. The case was then terminated. The effusion was noted after the ablations. The bwi representative spoke to the physician, and they are unsure of the cause of the effusion. They used a soundstar 8 french catheter, an stsf ablation catheter and a deca nav catheter were all used. The catheters were discarded. They used a total of 30-35 watts. The physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event was improved. The patient required an extended hospitalization due to adverse event as patient recovered and was observed in cardiac ICU. There were no relevant tests/laboratory data or other relevant history. Generator information- g4c-3007, g4cp-2924, g4rc-2995. No transseptal puncture was performed. No evidence of steam pop. Recommended settings was the flow setting used. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag. Parameters for stability for the visitag module used were 2.5, 3, 25%, 3. No additional filter used with the visitag. Color options used prospectively was impedance drop. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.